Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) year old male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella cp. The device was placed without incident, however, patient developed hemolysis that prompted early removal. Subsequently, the hemolysis cleared and the patient did not require any further intervention.